Event description:
The patient was noted to have grossly exposed vaginal mesh as well as some excess anterior vaginal webbed mucosa. She is also noted to have a vaginal banding of the distal two-thirds of the vagina which is taken down by gynecology.